Event description:
The alcon filter for the argon laser failed to protect the operating physician's eyes, during a retinal procedure, the laser would intermittently fire with the filter in the open position. There were no problems with the laser equipment itself. The physician sustained a blast of laser light rendering him unable to complete the case-which he turned over to another competent physician in the room. The md has explained his vision was a bit blurry the following day, but has since reported it has returned to normal.